Manufacturer narrative:
(B)(4). Device evaluated by MFR: promus element mr ous 2.50 x 20mm stent delivery system was returned for analysis. The crimped stent was examined and damage was noted. Strut rows 1 and 2 from the distal end of the stent were lifted and pulled in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the femoral artery. The 98% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50x20mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion and it was noted that the stent got deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.